Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-00997. The same device is represented in each medwatch as it was involved in two events.

Event description:
It is reported that a patient underwent a midline laparotomy on unknown date and suture was used for abdominal fascial closure. The patient experienced hemorrhage on (B)(6) 2011. The patient underwent a second laparotomy and hemostasis. The patient recovered completely.